Event description:
It was reported by a customer complaint that the pt was treated by paramedics, due to an incident of low blood glucose. The rptr states that on 04/21, the pt's blood glucose was measured at 41 mg/dl, she called the paramedics. The paramedics administered glucose. The pt was stabilized on scene and not transported. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the eval.